Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device was found right plunger case was cracked. Upon review of the event history log, a flash memory error in history was noted. Device was powered on, confirming the reported customer complaint. The main board no longer operates properly as a result of normal wear. The problem source has been determined to be normal wear and tear.

Event description:
Information was received that device has flash memory error upon start up. No patient involvement.